Manufacturer narrative:
Qn# (B)(4). The MDR report key is 11811991. The MDR text key is 250375727. The report number is mw5101294. Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint found in maude database: "arrow endurance catheter tip broke off during removal. Approximately 2-3 inches of catheter was retained in the vein. Required ir procedure using fluoroscopy and ultrasound guidance to remove. Retained piece removed in its entirety."

Manufacturer narrative:
(B)(4). The MDR report key is (B)(4) . The MDR text key is (B)(4) . The report number is mw5101294.

Event description:
Complaint found in maude database: "arrow endurance catheter tip broke off during removal. Approximately 2 - 3 inches of catheter was retained in the vein. Required ir procedure using fluoroscopy and ultrasound guidance to remove. Retained piece removed in its entirety."